Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced a skin reaction with itching, rash, redness, inflammation, pimples, and dry skin, extended beyond the patch perimeter, which occurred 3 days after the sensor had been inserted in the arm. Initially when the complaint was reported on the (B)(6) 2024, the parent stated that then only treatment was a cavilon cream (otc), and that they would go to the hospital for diagnostic testing. On the (B)(6) 2024, the parent sent an email stating that ¿last week skin swaps were taken, and that the result came positive for staphylococcus infection¿ and that the patient ¿commenced with antibiotics¿. During a follow up on the (B)(6) 2024, the parent confirmed that the patient had started treatment with flucloxacillin 250mg/5ml, 4 times a day. The patient was feeling better, and the prescribed antibiotics were helping. The skin reaction was not with blisters anymore as it was before. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.